Manufacturer narrative:
Concomitant medical products: ocl12us stent graft, implanted: (B)(6) 2017; ocl16us stent graft, implanted: (B)(6) 2017; esbf2514c103e stent graft, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.